Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-13995n scorpion needle broke off. This was discovered during a case and broke inside the patient. Per facility: "scorpion needle tip broke at notch junction in cuff during passing of #2 fiberwire. About halfway through case, so needle had already been fired 8-9 times at this point through the cuff. Following failure to pass suture, needle was checked and tip was found missing from scorpion needle. X-ray was brought in to find tip, was stuck in anterior portion of supraspinatus where suture was trying to be passed. Under x-ray piece was shaved/suctioned out if cuff."